Event description:
The mechanical structure of a preva unit, serial number (B)(4), separated from the wall. The top screw came out of the wall. The progeny technical support spoke to the dental office and learned that the x-ray unit hit the arm of a patient. The patient's arm was bruised. No medical intervention was communicated.